Manufacturer narrative:
The insulin pump had intermittent button due to corroded keypad traces. No button error alarm noted. The device had cracked case at the display window corners, cracked battery tube threads, scratches on the lcd window, broken battery tube threads, and missing reservoir tube lip o-ring.

Event description:
Customer reported via phone, the esc button was the only button that was responding properly. Customer's blood glucose was 235 mg/dl. Customer states she presses the buttons and they aren't responding. The device was not dropped, bumped, or exposed to moisture. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.